Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (b)(^) 2010 along with concurrent due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, bleeding, infection, urinary problems, recurrence, and dyspareunia. It was reported that patient underwent mesh revision and excision on (B)(6) 2012. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior repair and cystoscopy due to cystocele. It was reported that on (B)(6) 2012 the patient underwent placement of bs repliform pubovaginal sling with autologus rectus fascia, cystocele and rectocele repair.